Event description:
The customer's mother stated that the customer was hospitalized due to erratic blood glucose levels. The customer's mother stated that the customer's blood glucose levels have fluctuated between 4 and 30 mmol/l. The customer's mother stated that the doctor has reverted the customer to manual injections to treat his blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.